Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator recorded two high out of range shock impedance measurement, measuring greater than 200 ohms. Boston scientific technical services reviewed the available latitude data and indicated that the high out of range shock impedance measurement was possibly related to device settings. The device was interrogated and the issue was resolved. There had not been any high out of range shock impedance measurement since. No adverse patient effects were reported. This device remains in service.